Manufacturer narrative:
This ingevity lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position and the stylet stuck in the lumen. Visual inspection found tissue in the helix and a cut in the outer insulation. Resistance and pressure testing was completed to assess lead electrical performance and inner insulation integrity. The measurements throughout these tests were within normal limits. Microscopic inspections of the electrode tip and helix found no anomalies. Laboratory analysis was unable to conclusively determine the root cause of the reported lead migration or the subsequent helix extension/retraction problems; however, the presence of tissue on the helix would have been a contributing factor to the helix issues.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead had migrated out of position. The lead measurements were still in range; however, the physician decided to perform a revision to reposition the rv lead. During the procedure, the helix was not able to be retracted and the rv lead had to be explanted by rotating the lead body. No additional adverse patient effects were reported. A new rv lead was able to be successfully implanted.